Event description:
The following was reported by the facility bio tech: the customer stated that the machine was getting flow errors. While servicing the machine the customer noticed a small spark on the back of the 24 volt main power supply cable. It was also noticed that the sheathing on both red wires were cut by tie-wrap around the wires - both wires appeared to have touched and burned. The customer saw a quick flash which he reported as a spark. He could not say that it was not a flame, but he did say it was quick in and out and he believes it was just a spark.

Manufacturer narrative:
This MDR is being submitted as a malfunction MDR, and contains all information received to date. A supplemental report will be submitted upon completion of the plant's investigation.